Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a piece of the broken main tube approximately 0.2255" x 0.0455" on the middle part closer to the distal end. The broken piece was missing. Components adjacent to this broken main tube do show damage. Additional findings not related to customer reported complaint: the instrument was found to have a scratched grip tip. One side of the grip tips had several scratches. The scratch marks measures approximately 0.1015". The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The grips opened and closed properly.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional investigation clarified, that materials are missing from the surface of the main tube; there were scratches and abrasions on the main tube that measured approximately 0.2255" x 0.0455" in length and are axially aligned with the tube axis. Further investigation clarified that the components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the doctor was using the vessel sealer extend (vse) when she noticed something land on the bladder. The bedside assistant retrieved a black piece of what they believed was part of the vse. The customer inspected the surrounding area and did not see any other material. The piece was successfully retrieved. It was taped inside the box with the vse for inspection. When the vse was removed from the room and inspected, it was unclear where the material might have come from. However, the vse was being used when the material was noted to appear on the bladder, next to where the vse was located. The vse was removed and handed off. The customer was done using the vse, and another one was not opened. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing out of the ordinary was noted during the instrument inspection. The surgeon could not recall what task was being performed at the time of the device breakage. The surgeon was unsure what was the cause of the instrument breakage. The instrument was in use for about an hour. The surgeon didn't notice any issues with the functionality of the instrument during the surgical procedure. The surgeon did not recall if the instrument collided with any other instrument or other hard material during the surgical procedure. The surgeon did not recall if the fragments fell inside the patient during the instrument tip/ accessory collision. It's unknown if the instrument was removed during the procedure prior to the breakage, but typically, when the instrument is removed, a tip is straightened. It was not stated if the staff felt any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event. The fragment was retrieved with a laparoscopic grasper. Only one fragment was observed; it was removed, and the surrounding area was visualized with no other objects. No additional surgical procedure was required to remove the fragment. No post-operative tests, such as x-ray or ultrasound tests, were performed to check for remaining fragments. The procedure was completely robotic and did not cause injury to the patient. The patient has not returned to the hospital, experiencing any post-surgical complications related to a foreign object. The instrument was returned with the fragment. There are no images of the device or video recordings of the procedure available for outside review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the device for failure analysis investigation, however the evaluation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.